Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and obtained: how long was the procedure prolonged? Did the patient become critical due to the issue experienced with the device? Please explain. Was any intervention or procedure change required besides using another stapler to free the locked stapler? Please explain. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? What troubleshooting steps were attempted to open the locked stapler? Was a plastic to plastic full reverse stroke able to be completed? Did the jaws open after removing the stapler from the patient? Were any clips used in the area of the firing? Were any unexpected noises heard? If so, when? Were the firing forces higher than expected or more than 4 strokes required to complete the firing? What was the product code of the cartridge (gst60w, ecr60w, etc.)? On which firing did this event occur (1st, 2nd, 5th, etc.)? What is the current status of the patient? Just spoke to assistant surgeon, for the case to ascertain the delay to procedure. Reported that surgery was delayed by at least 30 minutes, also that the nature of the procedure changed as a result, because the patient became critical. Please note that the patient demised some days later.

Event description:
It was reported that after firing the stapler which was over a blood vessel, upon pressing the release button. The jaws would not open and the instrument became stuck on the vessel. Another stapler was used to staple next to the area and free the "locked stapler" surgery was prolonged, patient became critical. Procedure: lung lobectomy.

Manufacturer narrative:
Product complaint # (B)(4). MDR decision: malfunction upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable death and is being considered a malfunction. Additional information requested and received: does the surgeon believe that the patient death was related to the issue encountered with the ethicon stapler or other factors? The surgeon is satisfied with the functionality of the stapler, based on the report received back from quality control.

Manufacturer narrative:
(B)(4). Batch # k5cw5t. The analysis found that one sc60a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional information requested but unavailable: what were the indications for surgery? What vessel was fired on at time of event? Was the force to close or fire higher than expected? Where clips used in the vicinity prior to firing device? Did the surgeon complete all 4 firing strokes? What troubleshooting steps were taken to open the device prior to cutting out? Were there difficulties encountered when 2nd device was introduced? Please describe the sequence of events that led to the patient death.

Manufacturer narrative:
(B)(4). Additional information requested and received: what were the indications for surgery? Left lower lobectomy. What vessel was fired on at time of event? Pulmonary vein. Was the force to close or fire higher than expected? No. Where clips used in the vicinity prior to firing device? No. Did the surgeon complete all 4 firing strokes? Yes. What troubleshooting steps were taken to open the device prior to cutting out? Manual override button activated. Were there difficulties encountered when 2nd device was introduced? No. Please describe the sequence of events that led to the patient death. Patient was sent to ICU for a number of days, a total lobectomy was subsequently performed. The patient demised some days after the second procedure.

Manufacturer narrative:
(B)(4). Additional information requested and received: what was the reason for the second procedure? Patient developed an emphysema subsequent to the first procedure. Was an autopsy performed? No, because the patient awoke and was conscious after the second procedure, the need was negated. If so, can the results be shared? Not applicable.